Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient started hearing only noise with the device, unless the coil was being pressed in which case he could decipher some speech. Currently patient is not responding to sounds even while pressing the coil. There was no report of accident or trauma.

Manufacturer narrative:
Conclusion: investigation results show that humidity ingress led to the device electronics failure over time. However the device investigation did not show the location of the leak; based on the manufacturer's experience with this kind of device, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The patient started hearing only noise with the device, unless the coil was being pressed in which case he could decipher some speech. Then he could only hear noise even when pressing the coil. There was no report of accident or trauma. The patient has been re-implanted.